Event description:
An outside law firm reported that a patient experienced postoperative loosening following a right total knee arthroplasty. According to the available operative report, the patient underwent a right total knee arthroplasty on (B)(6) 2022, for right knee tricompartmental osteoarthritis. The procedure utilized aesculap components which were cemented using palacos bone cement. The operative report documented that the procedure was completed without reported intraoperative complications. Trialing and final implantation demonstrated full extension and flexion, no instability, and satisfactory patellar tracking. The patient was taken to recovery in good condition. The operative report did not document intraoperative evidence of loosening, device malfunction, or other device-related complications at the time of the index procedure. A clinic note dated (B)(6) 2022 indicated that the patient's range of motion was back to 95 or 100 but stated that the patient still walked with a limp. This report is filed under ais reference (B)(4).